Event description:
It was reported that the patient was hospitalized while using the aviva system. On (B)(6) 2019, the patient's blood glucose result was 91 mg/dl. At 4:09 a.m., the blood glucose result was 105 mg/dl. The patient vomited at this time and she went back to bed. The patient thought she had the flu. She removed her competitor infusion device around this time, which is normal for her to do when she is sick. The patient's blood glucose results were 75 mg/dl at 7:00 a.m. And 78 mg/dl at 8:20 a.m. The patient went to work and she continued to test her blood glucose level during the morning. The blood glucose results were 84 mg/dl at 9:48 a.m. And 100 mg/dl at 11:13 a.m. During this time, the patient tried to eat and drink to stay hydrated. She was still vomiting at work, so she went back home. The patient's husband took her to the doctor to be tested for the flu. The flu test was negative, but due to the symptoms the doctor prescribed tamiflu and sent her home. The patient's blood glucose level was not checked at the doctor's office. The patient was still feeling poorly and having difficulty breathing, so the husband took her to the hospital at approximately 7:15 p.m. To 7:30 p.m. The patient tested her blood glucose level at home prior to the hospital visit. The blood glucose result was 91 mg/dl at 7:10 p.m. She arrived at the hospital around 7:30 p.m. To 8:00 p.m. The blood glucose result on the hospital's meter was "hi" mg/dl, which indicates the result was over 500 mg/dl. The lab test was 700 mg/dl. The patient tested her blood glucose level on her aviva meter within 10 minutes of both results at 8:17 p.m. And she received a result of 83 mg/dl. The patient tested again on her aviva meter at 9:12 p.m. And she received a result of 95 mg/dl. The patient became combative, incoherent, and had more difficulty breathing. The patient was treated with insulin via IV. The patient was scheduled to be released from the hospital on (B)(6) 2019. Return of the suspect device was requested for evaluation.